Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
FDA medwatch (mw5150204) received on 31-jan-2024 reports: a medical flight service was transporting a patient on a cardiosave intra-aortic balloon pump (iabp) from an area hospital to a medical center on a eurocopter ec130t2 helicopter. The iabp was not able to recognize an external power source when plugged into aircraft outlets prior to or during/throughout flight resulting in transport having to be completed solely on iabp battery power. Indicators on the iabp showed battery power at approximately 30 minutes remaining when we departed the outside hospital and the battery had 5-10 minutes remaining when we transferred care to the onsite medical team at the medical center. It was a short flight. When troubleshooting during flight, power was confirmed to all power outlets in the aircraft and these were able to power/charge other equipment, however the iabp would not recognize an external power source. After the transport and upon returning the device to the outside hospitals cath lab, the flight crew plugged the unit into a hospital wall outlet and was able to confirm that it did power up and recognize an external power source. They have since tested other types of iabps and have not found the same issue on any other aircraft, nor have they found the issue with any other iabp except the maquet cardiosave. Following the transport, the decision was made by medical air crew to not accept iabp transports on this particular aircraft until the problem could be identified due to risk of pump failure due to loss of battery power. It was reported that there is something amiss between this particular iabp device and this helicopter.

Event description:
N/a

Manufacturer narrative:
No UDI is provided as no model, catalog, serial number for the affected device have not been provided.

Manufacturer narrative:
Updated fields: (type of investigation, investigation findings, investigation conclusion). It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "iabp unable to use ac mains wall plug power". Actually the medical flight service was transporting a patient on an iabp (maquet cardiosave hybrid) from an area hospital to (B) (6) medical center on (B) (6) 2023 on a eurocopter ec130t2 helicopter. The iabp device was not able to recognize an external power source when plugged into aircraft outlets prior to or during/throughout flight resulting in transport having to be completed solely on iabp battery power. Indicators on the iabp showed battery power at approximately 30 minutes remaining when we departed the outside hospital and the battery had 5-10 minutes remaining when we transferred care to the onsite medical team at (B) (6) medical center. Fortunately this was a short flight. When we had troubleshooted during the flight, power was confirmed to all power outlets in the aircraft and these were able to power/charge other equipment. However the cardiosave would not recognize an external power source. After the transport and upon returning the device to the outside hospitals cath lab, other types of iabps and have not found the same issue on any other aircraft, nor they have found the issue with any other iabp except the maquet cardiosave. The following failure was due to loss of battery power. There is something amiss between this particular device and the helicopter. This was true near miss. There is currently a recall on this type of device for power failure, but this issue does not seem related to the recall issue. There is an involvement about the patient. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.